Event description:
Reference number (B)(4). Event occurred in italy. It was reported that patient faced three infusion set cannula kinked event on (B)(6) 2025. The event occurred within 3 hours after insertion. The insertion site was abdomen. The infusion set was in use for less than a day. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.